Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test, and unexpected restart error tests. No motor error alarms were noted. The motor was tested outside of the device and it passed. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked case near the display window corners, a cracked display window, a missing end cap sticker, and a severely scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. The pump will be replaced.